Manufacturer narrative:
Device and patient information was not provided to medtronic in initial report from hcp. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that, ¿like last year¿, the hcp had a patient that thought their stimulator was off and it wasn't and they felt shocking during an MRI. The hcp didn't have any additional information about this event. No further complications were reported or anticipated.